Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an low blood glucose levels 62 mg/dl and was treated with food event on 28-feb-2026. No further information available.